Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could not be confirmed. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, powder fell from the channel. The facility finished the case with another similar device. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. Based on the inspection result by local service department and the past similar case, omsc presumed that the foreign material was left within the biopsy channel of the subject device because of the following matters, and then the reported event was occurred. During pre-cleaning or manual cleaning, appropriate brushing or feeding of proper amount of water was not performed. Pre-cleaning after procedure was delayed. It was reported that the color of the foreign material was similar to the rust in the water tube. With presumption that the foreign material was rust, the reported event might have been caused by the following mechanism. Because of insufficient reprocessing of the subject device or poor storage environment, water remained inside the biopsy channel. The internal components became rusty due to water. While brushing, rust was adhered to the cleaning brush. From the contents described in the IFU, it was probable that the event could be prevented. The exact cause of the reported event could not be conclusively determined.